Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device did not have an hd sdi output due to a distribution panel (dp) board failure, and the lock did not work due to video connector lock failure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating, the visera elite ii video system center did not have a high-definition serial digital interface (hd sdi) output. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, the event date of the reported issues was august 18, 2022, and occurred during equipment checkup. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from the investigation, it is judged that the reported issue was caused by faulty distribution panel (dp) board. The root cause of the faulty dp board could not be determined. Olympus will continue to monitor the field performance of this device.